Manufacturer narrative:
Complaint status: not validated, there was no sign of overheating during return inspection during pump activation, pump temperature increased 6'c and the valve increased 8'c from ambient. During recharge from a low battery indication on venpro unit, r2 temperature increased 13'c from ambient. During operation no noticeable heat was perceived from the unit.

Manufacturer narrative:
Per exemption e2015057. (B)(4). Not returned.

Event description:
Complaint received that alleges "unit started to overheat and actually melt". Questionnaire not received from customer or clinician. Device not returned to manufacturer for evaluation. No indication event caused or contributed to serious injury, permanent impairment or death.